Event description:
The doctor stated, that he placed a medpor nasal implant in 2005. The doctor stated, that the pt had an exposure on the inside nostril at the bottom edge of the implant. The doctor removed the implant in 2007.

Manufacturer narrative:
The doctor indicated that the implant was in good condition after it was explanted. The device history records for this lot were checked from processing to finished good and is within specification. Sterility testing was performed as required and all tests passed. In the past 24 months, we manufactured 772 pieces and distributed 691 pieces of the nasal implants and of the 691 pieces distributed, the complaint percentage rate for the past 24 months is .0072. Enclosed is a journal article entitled "nasal reconstruction using porous polyethylene implants".